Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable. The patient was unable to establish communication between the ipg and multiple external devices. Additionally, the patient experienced a fall. Surgical intervention will be taken a later date to address the issue. The patient received two scs ipg. It is unknown which ipg is related to the issue at the time. (B)(4) .

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue. Reportedly, therapy was restored postoperatively. This report is consist of the missing device information (follow up identified).

Manufacturer narrative:
Correction: UDI of the device was inadvertently missed in section of previous report. This report consist of missing information. (B)(4).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.